Event description:
It was reported that this unknown device exhibited oversensing after a device interrogation was conducted. No events were recorded, and no myopotentials caused noise or oversensing. Technical services (ts) was consulted and provided troubleshooting suggestions and recommended the patient to be evaluated for further evaluation. Additional information received advised unable to provide specific device model/serial number. The unknown device remains in-service. No adverse patient effects were reported.